Manufacturer narrative:
Method: monitor (B)(4) and electrode belt (B)(4) have not been returned for investigation. A review of device download data does not indicate any device malfunction. Evaluation of the current information based on downloaded dat a suggests that the lifevest operated as designed. The lifevest system provides visual prompts and audio alerts specifically for the patient to respond. In addition, bystanders are notified by audible warnings to not interfere with the patient during treatment event. The audio alarm states, "bystanders, do not interfere". Monitor (B)(4): 05/2012. Electrode belt (B)(4): 12/2012.

Event description:
A distributor notified zoll that a (B)(4) patient passed away on (B)(6) 2015. The patient was in a clinical center at the time of the event. The patient lost consciousness and the lifevest alarmed. The nurse reportedly pressed the response buttons while the device was alarming. The electrode belt deployed gel but no treatment was delivered due to use of the response buttons. The device was then removed and the patient was defibrillated ten times, but the patient was unable to be resuscitated. The patient passed away at approximately 1:00pm. The lifevest detected ventricular fibrillation at 08:43:31. The response buttons were pressed intermittently between 08:44:07 and 08:46:35. The electrode belt was disconnected at 08:47:26. There is no indication of any device malfunction. Use of the response buttons by a nurse prevented the lifevest from delivering a treatment.